Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 3 of 5. The patient was connected. The baxter technical service representative (tsr) explained the alarm and instructed the patient to end therapy and start over with new supplies or perform continuous ambulatory peritoneal dialysis. The patient would start over with new supplies. The tsr reviewed the proper procedures per the user manual and instructed the patient to contact their nurse in the morning. The tsr assisted the patient with ending therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver (cg) on the (B)(6) 2011, regarding the reported se 2240. The cg stated that the patient was able to resume therapy successfully after starting over with new supplies. The cg stated there was no visible damage or abnormalities noticed with the supplies in use. The cg stated the patient discussed the alarm with their nurse and the patient has been continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).